Event description:
It was reported that, "the second cat# 6276-3-001 locking bolt surgeon could not screw down the locking bolt completely down within the implant after trying several times surgeon decide to implant w/o the locking bolt."

Manufacturer narrative:
Add'l info has been requested, and if rec'd, will be provided in a supplemental report.